Manufacturer narrative:
The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. No cracks on the battery compartment noted. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, broken reservoir tube lip and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported they had crack in case and battery compartment. Customer's current blood glucose was not given. Insulin pump will be return for analysis.